Manufacturer narrative:
Insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump was received with cracked case at display window corners, battery tube threads, minor scratches on lcd window and missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump while delivering a bolus. Her blood glucose level was 171 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.